Event description:
Receipt of information that a progav 2.0 shunt system (fx603t) could not be adjusted before use. The product was returned to the manufacturer for investigation. No patient involvement.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, visible signs of the adjustment instrument on the sterile packaging was determined. Permeability test: not applicable because sterile package (the sterile bag was not opened). Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the sterile package. Results : based on our investigation results, we can determine no functional deviation in the shunt system. The cause of the aforementioned functional impairment is not known to us at the time of the examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.